Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing. There have not been any reoccurrence of the behavior since then. No programming changes were recommended or completed. The patient will continue to be monitored. The patient condition is fine.